Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart) message was confirmed during the functional testing and the archive data review. The root cause for the ua45 was due to drive shaft not being at "home position". The ua45 message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder drive shaft was difficult to rotate and exhibited binding and resistance as stated by the customer. The sticky shaft was due to the normal wear and tear of the platform. This might have caused the difficulty for the user to rotate the drive shaft to the home position. The archive data indicated multiple ua45 on the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua45 displayed upon powering up, confirming the reported complaint. The clutch was deburred, and the drive shaft was rotated to home position to address the reported ua45. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (B)(6) was deployed to resuscitate a cardiac arrest patient, and it displayed user advisory 45 (not at "home" position after power-on/restart). Another autopulse platform from a different ambulance was then deployed to continue patient care. Attempts to fix the ua45 code on the autopulse platform (B)(6) revealed that the drive shaft couldn't be moved into position, even manually. No consequences or impacts on the patient.